Event description:
A pancreatic stent was placed successfully in 2000. On a follow-up visit it was noted the pt's stricture had resolved and the stent was removed in 2000. The pt returned with complaints of abdominal pain. An x-ray was performed and it revealed a portion of the stent in the pancreas. The portion of the stent was removed successfully and another stent was placed. The pt is noted to be in good condition and no further complications have been reported.